Event description:
It was reported that the patient developed an infection (unspecified) just after implant and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Please see corrected explant date in section d.6.b.

Event description:
It was reported that the patient developed an infection (unspecified) just after implant and the pacemaker was explanted. No additional adverse patient effects were reported.